Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during drain one. The hp did a manual fill of 2000ml six hours prior. The initial drain alarm was not set. The total ultrafiltraion from the previous night was 3055ml. The technical service representative advised the hp to call peritoneal dialysis registered nurse and discuss the initial drain alarm adjustment. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined to be inappropriately programmed initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. The recommended starting points when determining your optimal I-drain alarm volume.¿ the guide gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.